Event description:
Patient was revised to address pain and high ion levels. It was noted that the cup had only fibrous ingrowth, but was not identified as being loose. A screw showed wear, suggesting it had interfaced with the backside of the liner.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/23/2014- pfs and medical records received. A correct doi was provided and this com is for the left hip. After review of the medical records for MDR reportability, the revision operative note confirmed high metal ions, metal debris, and also mentioned wear on the trunnion. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430 a review of the device history records is no longer required for the metal head and metal liner. A complaint database search finds no other reported incidents against the remaining known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address pain and high ion levels. It was noted that the cup had only fibrous ingrowth, but was not identified as being loose. A screw showed wear, suggesting it had interfaced with the backside of the liner. Doi (B)(6) 2008 - dor (B)(6) 2014 (right hip). The devices associated with this report were not returned. Per wi-3430 a review of the device history records is no longer required for the metal head and metal liner. A complaint database search finds no other reported incidents against the remaining known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.